Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed in the scope. They had to retrieve half of the clip with forceps. The procedure was completed with another clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150208 captures the reportable event of clip deploying in the scope.